Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted high impedance measurements of 1,900 ohms. As a lead fracture was suspected, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.